Event description:
The customer reported a frozen screen and unresponsive buttons. Troubleshooting was performed, and the issues were not resolved. Offered a replacement insulin pump, but the customer declined at this time. The customer stated that she would be speaking with her doctor first. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.